Manufacturer narrative:
Patient identifier, date of birth/age, and weight are unknown. Date of postoperative device movement/loosening is unknown. This report is for one (1) unknown radial head prosthesis. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date approximately six (6) to eight (8) months ago. No revision procedure has been scheduled at this time. The complainant part is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for the complainant part were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a radial head prosthesis implant procedure approximately six (6) to eight (8) months ago. Sometime postoperative, the radial head prosthesis stem loosened in the shaft of the proximal ulna. Subsequently, it was discovered that the stem had loosened as well. At this time, there is no revision date scheduled. This report is for one (1) unknown radial head prosthesis. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. The report indicates that the: manufactured by : supplier nemcomed, packaged by: (B)(6), manufacturing date: 11/6/2014, expiration date:9/30/2019, part #: 09.402.022s, lot#: 7683418 (sterile). 22mm cocr radial head standard height/12.5mm-sterile, quantity (B)(4). Lot was release to the warehouse on (B)(6) 2014. Work order no: (B)(4) was issued on (B)(6) 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Scn no: (B)(4), ¿sterility documentation was reviewed and determined to be conforming.¿ (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2016: the patient underwent a hardware removal on (B)(6) 2016. In 2016. Explanted hardware included one 22mm cobalt-chromium(cocr) radial head and one 7mm titanium(ti) straight radial stem, both fully intact. The procedure was completed successfully without incident and with the patient in stable condition.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Serious injury . Other - UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.